Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
On (B)(6) 2010 a male patient underwent evar with zenith aaa endovascular graft mainbody and two iliac legs. Shrinkage of the aneurysm and thrombosed aneurysm had been observed by follow-ups soon after the procedure and the patient had a favourable outcome. Sometime in (B)(6) 2016 (exact date unknown): the patient came to the hospital complaining about abdominal pain. However, he was sent home since no problem was detected with the diagnosis. On (B)(6) 2016, the patient was transported to the hospital due to abdominal pain. Diagnosis confirmed aneurysm rupture, so emergency surgery to remove the stent grafts and to perform blood vessel prosthesis implantation was conducted. During the operation, the physician confirmed type iii endoleak due to component disconnection; one of the iliac leg grafts (right or left unknown) was disconnected from the main body. That same day the patient recovered and had a favourable outcome.

Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the device history record, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control and a visual inspection and dimensional verification of the returned device was conducted during the investigation. The device is shipped with an IFU that describes the intended use, specific items are addressed such as: per the IFU ¿key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation...and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. Adverse events that may occur and/or require intervention include, but not limited to: endoleak, endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. At a minimum, annual imaging is required, including: abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease." The IFU also advises on appropriate patient follow-up so that changes in the structure, should they occur, can be identified and addressed before causing clinical problems. As per the IFU, cook recommends that patients have a "non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15 mm, with a diameter measured outer wall to outer wall of no greater than 28 mm and no less than 18 mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta." The visual inspection of the returned device reported that one of the internal stents is cut through, most likely during explantation. The device was examined in the lab: the leg returned is the tfleg-18-71. This was determined through measuring the total length (93 mm) and counting the number of stents (5). The suprarenal stent, proximal sealing stent, and first external stent were not returned. No portions of the leg graft remained in the contra or ipsilateral limb of the main body. Nothing was found in the device inspection to suggest device malfunction. When comparing the patient's anatomy and the IFU recommendations, it is found that the neck length, neck diameter, and angle relative to the long axis of the aneurysm were appropriate. The angle relative to the axis of the suprarenal aorta was outside of recommendation, and calcification, thrombus, occlusion, and tortuosity were present. These factors may have affected the successful exclusion of the aneurysm by making the neck more conducive to graft migration. Most often, type iiia endoleaks are caused by inappropriate sizing, insignificant graft overlap, or anatomy (tortuous or calcified vessels that prevent a complete seal). It can also be caused by increased blood pressure or hemodynamic displacement forces. As the aorta maintains blood flow and pulsatility, migration is possible with enough pressure. If the leg that separated was the tfle-18-71, it is likely this occurred due to anatomy or inadequate overlap in deployment. If the tfle-14-88 is the leg that separated from the main body, it could have either occurred due to anatomy, inadequate overlap, or sizing. Therefore, it is feasible to suggest that the root cause is due to patient anatomy / condition or procedure / sizing, but it is unknown which was the contributing factor. Therefore, without additional information, the root cause is inconclusive.

Event description:
On (B)(6) 2010 a male patient underwent evar with zenith aaa endovascular graft mainbody and two iliac legs. Shrinkage of the aneurysm and thrombosed aneurysm had been observed by follow-ups soon after the procedure and the patient had a favorable outcome. Sometime in (B)(6) 2016 (exact date unknown): the patient came to the hospital complaining about abdominal pain. However, he was sent home since no problem was detected with the diagnosis. On (B)(6) 2016, the patient was transported to the hospital due to abdominal pain. Diagnosis confirmed aneurysm rupture, so emergency surgery to remove the stent grafts and to perform blood vessel prosthesis implantation was conducted. During the operation, the physician confirmed type iii endoleak due to component disconnection; one of the iliac leg grafts (right or left unknown) was disconnected from the main body. That same day the patient recovered and had a favourable outcome.